Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history review and service history review were completed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a potential increased intraperitoneal volume (iipv) occurred the previous night in drain one on the home choice (hc) but no alarm occurred. The home patient (hp) stated there were no symptoms and the registered nurse (rn) imported the hp¿s therapy from the procard into pd link. The hp got a drain volume (dv) reading of 3769ml for drain one. The programmed fill volume (fv) equaled 2000ml. The total ultra filtration (uf) equaled 2313ml and the dv equaled 26ml. The hp performed a 2000ml ultrabag fill before beginning therapy. The initial drain alarm was set for 0ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.